Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Per visual inspection, no damages or discrepancies were observed around the balloon and catheter. Upon the leak test no leakage was found on balloon and catheter. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release.complaint cannot be confirmed. Device was returned fully functional. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to a gastric banding procedure there was a leak point found in the band. There was no patient consequence.